Event description:
The pt had a left femoral arterial line placed. The pt had numerous arterial lines placed prior to this one and had multiple problems which resulted in their removal. This pt had complex congenital cardiac anomalies including heterotaxy - single ventricle physiology. The pt had been placed prone for eval for where to place a peripheral intravenous line (piv). The rn noted that the arterial wave form flattened out. The rn evaluated the arterial line by removing the dressing. The rn noted that the catheter was bent, and broken off at the point where the catheter connects to the wing shaped securing device and hub. The rn was able to place pressure on the site immediately, catch the catheter which was just under the skin, and pull it out. There was no significant blood loss. The catheter was removed intact and pressure dressing was applied. This event did not negatively affect the pt. Another catheter placed following difficulty.

Manufacturer narrative:
No consequences to the pt were reported. Separates is not listed in the instructions for use. Event is still under investigation.